Event description:
A home patient's spouse contacted baxter's technical service center regarding an error message that appeared on the display of the home patient's homechoice machine during fill 9/11 of their automated peritoneal dialysis therapy. Per initial report, the home patient's spouse stated that the home patient received an alarm during the initial drain cycle the previous night. Baxter's technical service center reviewed the alarm log and noted a system error 2240 during the initial drain cycle. The home patient's spouse stated that after receiving the alarm spouse then powered the homechoice machine on and off returning the session to the prime cycle and continued therapy with the same supplies. No patient injury or medical intervention was indicated at the time of the initial report.